Manufacturer narrative:
On previously submitted report section box e: initial reporter was incorrect, which has been corrected/updated in this report.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use.   The device's blower motor was returned to the manufacturer for evaluation and the customer's complaint was confirmed.  The device's blower motor was found to be contaminated with water and was faulty.